Event description:
On interrogation, the pump showed a motor stall. The patient had not had an MRI and had not had any magnetic exposure that they were aware of. Review of the pump logs showed that multiple motor stalls and recoveries had occurred. The first motor stall occurred on (B)(6) 2015 at 18:13 with a motor stall recovery around 1:00 on (B)(6) 2015. Then on (B)(6) 2015 another motor stall occurred at 7:00 with no motor recovery in logs. The patient first heard the pump alarm on (B)(6) 2015. The patient had no symptoms related to the event. The pump was replaced. The device system was delivering hydromorphone, bupivacaine, and baclofen. The patient also took oral medication.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8575, lot# n255416, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Event description:
Additional information was received from a healthcare provider. Other medications the patient was receiving at the time of the event included morphine 30 mg (oral). The patient had no known allergies.

Event description:
On (B)(4) 2015 additional information received from the manufacturer representative reported the patient started to hear an alarm about 1 week before replacement. A rotor study was not performed. The patient recovered without sequela.